Manufacturer narrative:
This event occurred at (B)(6) hospital. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient unable to be woken in the morning and was sent to the local emergency room. No vital signs returned. The cause of death was reported to be cardiac arrest. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct relationship between the device and the reported events could not be determined. It was reported that no equipment would be returned for analysis. The hmii IFU lists cardiac arrhythmia and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient management section of the hmii IFU contains information regarding the recommended anticoagulation therapy and inr range. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 29jul2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's death is not suspected to be device related. No CT scan was performed, but the follow-up physician reportedly thought that the patient may have had a brain stem stroke that stopped the patient's heart and breathing. There were no pump alarms during the event.